Manufacturer narrative:
Pr# (B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported that he is "getting speaker malfunction error code." He stated that the speaker was completely dead and was in pt use at the time. The error message on the screen alerted the staff and there was no adverse effect or pt harm.